Event description:
The following information was provided: a healthcare professional reported a patient who underwent bilateral total hip arthroplasty at another hospital using the company¿s implants. Postoperatively, the patient has been experiencing various nonspecific symptoms. The patient and family raised a concern regarding a potential metal allergy based on information obtained from the internet. The reporting healthcare professional considers the likelihood of metal allergy to be very low from a clinical perspective. No definitive diagnosis of metal allergy has been made, and no causal relationship between the reported symptoms and the implants has been established.